Event description:
As reported by a qual rep, on (B)(4) 2013, a 6x150mm smart stent and a 6x100mm smart control stent were placed in the superficial femoral artery (sfa) without any problem. On (B)(6) 2013, restenosis was found in the placed stents. On (B)(6) 2013, the patient underwent a revascularization by poba. The patient is now in good condition. The patient had not presented with any symptoms relating to the restenosis. The medical history is unknown. The patient was complaint with aspirin and clopidogrel.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2014-00514 and 9616099-2014-00515.

Manufacturer narrative:
As reported by a qual rep, on (B)(6) 2013, a 6x150mm smart stent and a 6x100mm smart control stent were placed in the superficial femoral artery (sfa) without any problem. On (B)(6)2013, restenosis was found in the placed stents. On (B)(6) 2013, the patient underwent a revascularization by poba. The patient is now in good condition. The patient had not presented with any symptoms relating to the restenosis. The medical history is unknown. The patient was compliant with aspirin and clopidogrel. (B)(4). The product remains implanted in the patient and thus is available for evaluation. Device history review showed no issues were noted that were considered potentially related to the reported complaint. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event following stent implantation. Well documented potential complication of stent placement is subsequent intimal hyperplasia and occlusion. Progression of atherosclerosis is an expected outcome of the disease process. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.